Manufacturer narrative:
Other text: one cadd legacy plus pump was returned for the evaluation of the reported issue. It was received with no physical damages or broken tamper seals. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "high pressure" alarms. To further investigate, a functional test was performed. The customer reported issue could not be duplicated at time of investigation. No problems were found with the pump displaying "no disposable" (no cassette) messages when an undamaged cassette was properly attached to the pump. The pump was found to be operating properly and passed all tests. No further actions will be taken.

Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited no cassette alarm. No patient injury reported.